Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The incident was reported by (B)(6) hospital. The event involved a primary plum set, clave secondary port, clave y-site, secure lock where it was reported that there was a dark brown spot found inside chamber of tubing set. It occurred upon removal from package. Product image was provided. There was no patient involvement and harm.